Manufacturer narrative:
Visual inspection of the returned screw confirms that the screw has fractured. The hex part of the screw has been stripped with reddish/brownish debris remaining stuck inside. Comparison to the drawing did not provide indication of a manufacturing deviation that would contribute to this event. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that the abutment screw (uniht) fractured. The fractured portion within the implant was removed and discarded.